Event description:
The customer reported that the paramedics were called out and treated his blood glucose. The blood glucose reading was 300 mg/dl. The customer stated that his blood glucose usually ran high and he had pain from other illness, which makes it harder to control his blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.